Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the cervical probe tip was bent. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The pedicle probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.